Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The patient's symptom was drainage at the pocket site. The physician believes that the infection was due to the patient having a pre-existing condition where her immune system would not accept the devices. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4) and (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.